Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned for evaluation. Based on the results of the investigation, the final root cause of the b30 error was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, that there was a buffer error e209 (buffer cannot be accessed),and a scope communication error b30 error, while using the evis exera iii video system center. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The device was factory reset by the customer. After the factory reset was performed, the customer reported that the e209 and b30 errors were resolved. A supplemental report will be submitted if any additional information is provided by the user facility. This report is linked to the following patient identifier and submitted medwatch: (B)(6).